Manufacturer narrative:
Manufacturing site evaluation: samples received 72 unopened racepacks. Analysis and results: there are no previous complaints of this batch code. There are no units in stock. A total of 2,844 units were manufactured and distributed. Opened all closed packs received and the aluminum pouch neither was stuck to the outer paper foil. All packs have been opened correctly. Defective samples showing the defect are required in order to properly assess the customer complaint. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: complaint is not justified. Corrective/preventive actions: na.

Manufacturer narrative:
Evaluation on-going.

Event description:
Country of complaint:(B)(6). Aluminum packaging is glued w/the outer packaging.